Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Who fired the device and what is his/her experience? Where in the green range was the indicator located prior to firing? Did the healthcare professional receive audible & tactile feedback when firing the device? Could you please describe the staple formation? Were the staples malformed circumferentially or in specific area? What steps were taken to remove the device? How was the procedure completed? What is the current patient status?

Event description:
It was reported that during a laparoscopic sigmoid resection procedure, stapler was used to close the anastomosis but the clips were not properly formed after fully firing it. When they wanted to remove the stapler, it was stuck which resulted in a hole on the anastomosis. Finally, they had to finish the operation converted to open.

Manufacturer narrative:
(B)(4). Date sent: 4/13/2017. Batch # n57h7f. Additional information was requested and the following was obtained: what were the indications for surgery? Laparoscopic rectum resection due to adenocarcinoma. Who fired the device and what is his/her experience? Well experienced surgeon. Was the indicator in the green range prior to firing? Yes. Did the healthcare professional receive audible & tactile feedback when firing the device? No, because he couldn¿t fire the device. Could you please describe the staple formation? No, because the anastomosis was so deep, that he couldn¿t see the staples. Were the staples malformed circumferentially or in specific area? He doesn¿t know. What steps were taken to remove the device? Opened the device, the head was pulled off from the shaft and removed it from the rectum. How was the procedure completed? Converted to an open procedure. What is the current patient status? The converted to open procedure was successful. When the surgeon used the first stapler he tried to close it properly which results in a kind of noise showing that the stapler was fired. In the case of this first stapler this noise was not recognized; therefore, it was thought that the device couldn¿t properly close, not all the clips were formed and no cutting happened. Then the doctor used the second stapler putting the clips on into the same places where they were put at the first time. This resulted in bad clips forming and the hole on the anastomosis which ended in open surgery. After further clarification, it was confirmed that there was no issue with the second device or it¿s functionality. The analysis results found that the cdh33a device arrived with the anvil missing. The breakaway washer was not present and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.